Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4 expiry date; g3; h2; h4. The following sections were corrected: d4 cat number. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h4; h6; h10. The following sections were corrected: d4 expiry date. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: labs ordered for right hip pain, cobalt 61.8 (<=1.0ug/l) high, chromium 23.1 (<=5.0 ug/l) high. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that approximately 15 years post-implantation, the patient underwent a right hip revision due to pain and elevated metal ion levels. The head and taper adapter were revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). H6: suggested component code: mechanical (g04) ¿ head. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.